Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to customer¿s blood glucose level. Tandem technical support arranged for pump replacement, confirmed warranty status, and instructed customer to use multiple daily injections (mdi) as backup therapy. Customer was advised to store the faulty pump and return it using a pre-paid shipping label.